Event description:
A customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The customer replaced the device's lid. The customer will receive a replacement battery. The device has not been returned to stryker for evaluation.

Event description:
A customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer confirmed that there was no patient involvement in the reported event. Section b5, executive summary, has therefore been updated accordingly.

Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates the customer replaced the device's lid. The customer will receive a replacement battery. The device has not been returned to stryker for evaluation. Section h11, additional mfg narrative of the initial medwatch report should indicate the customer confirmed the device started working after putting the magnet back. The customer will receive a replacement battery. The device has not been returned to stryker for evaluation.

Event description:
A customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.